Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and shows the broken suture. No implant can be seen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Factors that can contribute to the failure to fire include an application of unintended inappropriate or excessive force to the device. Factors that could have contributed to the broken suture include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it was returned with product packaging/labeling. The product was found to be expired as the expiration date was 15 july 2023, preceding the reported occurrence date. The insertion device was returned with the actuator bar extended past the intended length with no implants returned. There are two lengths of cut suture that were returned. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found the actuator bar being past full extension does not allow it to cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The device IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ the clinical root cause for the implantation of the expired t1 anchor was the result of human error stemming from lack of a review of the manufacturer¿s expiration date on the box. The t anchor implants are implantable, so biocompatibility is not an issue. Micromotion and/or migration is unlikely as it was noted that the t1 was left secure in the patient. The root cause has been associated with the user. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the expired device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t1 of the fast fix device came out after several penetration to the meniscus and t2 did not come out after several penetrations to the meniscus. T1 was left secured in the meniscus. The procedure was successfully completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).